Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on:(B)(6) 2008: patient presented with following pre-op diagnoses: lumbar spinal stenosis at l3-4, l4-5 and l5-s1; left l5-s1 disk herniation; degenerative spondylolisthesis at l5-s1; and early degenerative spondylolisthesis at l4-l5. For which patient underwent: complete laminectomy of l5 and l4 and l3, partial bilateral s1 laminectomy, left l5-s1 disk excision, posterior interbody fusion at l5-s1 using peek interbody implants with bone morphogenic protein, posterolateral fusion l4-s1 using pedicle screw instrumentation and local bone graft with bone morphogenic protein. Per op notes, the l5-s1 interspace was prepared for interbody grafting using the hourglass osteotomes. A 12 mm implant was selected. It was loaded with bone morphogenic protein and then gently impacted into the l5-s1 interspace with an excellent interference fit noted. Patient tolerated the procedure well with no complications reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.